Event description:
Front left wheel broke off rollator when patient sat on it. Frame of rollator split where wheel is inserted. Patient fell straight back. The patient received bruises and scrapes from her fall. 11/15/06: update to initial report: product was received by tech service for evaluation. Upon opening the box, it was discovered the product was not their product. No identifying information (brand, serial# or model#) was found on rollator. Customer who returned product was contacted. He does not know who he bought the rollator from and does not want them to ship the rollator back to him. Photos of the rollator and the box it was received in, are included with updated report.